Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving three separate products; associated MDR #1225714-2014-04786 and 2937457-2014-01056.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on or about (B)(6) 2012 after the use of the product.